Event description:
It was reported that the collimator field on the 2600 system was too large. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.